Manufacturer narrative:
This report is being filed under exemption (B)(4) by arjohuntleigh (registration#1419652) on behalf of the manufacturer arjohuntleigh (B)(4) (registration#9681684). The on-site evaluation of the device has been carried out by a representative of the manufacturer's sales and service unit subsidiary division, not a direct employee of the manufacturer. Additional information will be provided following the conclusion of the manufacturer's investigation.

Event description:
It was reported by the facility on (B)(6) 2012: two care aides were transferring a resident from a wheelchair to the bed with a ergolift floor lift when the device tipped over. There was some question about what part of the lift the care aides were pushing on in order to maneuver it. It was reported that minor injuries were sustained to the resident but no additional information was released about any possible treatment given or the outcome.